Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found to be stretched and flattened, yet no leaks were found in the fluid path. It is unclear when and how the damage occurred. An 0x6a error code was present in the downloaded data, indicating an occlusion occurred during operation. No timeouts were found in the data. It could not be determined if the damage cannula contributed to the hazard alarm. Cracks were found in the top housing of the device. It is unclear when and how the damage occurred. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was leaking while worn on the hip/buttocks for between 36 and 48 hours. As treatment, a new pod was applied.